Event description:
The customer contacted physio-control to report that the service indicator led on their device went on as soon as they powered on the device. The device had logged an event code into the memory. During evaluation of the device by physio-control, it was observed that the device would no longer charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. Following repair, the device was returned to the customer for use.